Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Both the downstream and upstream tubes were occluded. The device passed downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump occluded during heparin therapy but did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction (clarification) h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The evaluator occluded the tubing downstream off the pump and the device correctly alarmed for downstream occlusion. Also the tubing upstream of the pump was occluded and the device alarmed correctly for an upstream occlusion. The device was tested for upstream occlusion detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.